Event description:
Per the surgeon the accuracy of the device was off during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the surgeon the accuracy of the device was off during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.